Event description:
The consumer reported via a manufacturing representative that there was pocket pain ever since hitting the pocket while getting into a car "a month ago or so." It was noted that stimulation and efficacy had not been effected. The unresolved event led to pain medication and a pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.